Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side. The battery cap was not returned, and a test battery cap was used for testing. Evidence of moisture corrosion was found in the display screen inside the pump. A leak was found in the battery compartment. The pump powered up to a call service 007 eeprom read error. The pump cover was removed to find further moisture corrosion on the printed circuit board, keypad connector, and the eeprom circuit.